Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. When trying lead reposition, helix showed extension/retraction issues. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. Two segments of the severed lead were returned. Subsequent testing, performed separately on each segment, did not identify any abnormalities. Analysis found no lead issues that would have resulted in an increased risk of dislodgement.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. When trying lead reposition, helix showed extension/retraction issues. A new lead was implanted. No additional adverse patient effects were reported.